Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I did medicate myself with pain meds') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("breaks up gas"), alopecia ("hair loss"), tooth loss ("tooth loss"), dyspepsia ("digestive issue"), appendicitis perforated ("appendix rupture right"), appendicitis ("appendicitis"), sepsis ("sepsis"), vulvovaginal pain ("in my vagina has me in serious pain") and abscess ("abscess the size of a coke can") and was found to have smear cervix ("pap smear"). The patient was treated with surgery (getting hysterectomy next month). At the time of the report, the pelvic pain, abdominal distension, alopecia, tooth loss, dyspepsia, appendicitis perforated, appendicitis, sepsis, vulvovaginal pain, smear cervix and abscess outcome was unknown. The reporter provided no causality assessment for abdominal distension with essure. The reporter considered abscess, alopecia, appendicitis, appendicitis perforated, dyspepsia, pelvic pain, sepsis, smear cervix, tooth loss and vulvovaginal pain to be related to essure. The reporter commented: this case 2017-244120 is linked with main case (B)(4). Cross referenced with plaintiff case number: (B)(4). Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Case is incident now. New events pelvic pain, digestive issue, appendix rupture right, appendicitis, abscess, sepsis, pap smear, in my vagina has me in serious pain was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I did medicate myself with pain meds') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("breaks up gas"), alopecia ("hair loss"), tooth loss ("tooth loss"), dyspepsia ("digestive issue"), appendicitis perforated ("appendix rupture right"), appendicitis ("appendicitis"), sepsis ("sepsis"), vulvovaginal pain ("in my vagina has me in serious pain"), abscess ("abscess the size of a coke can") and tooth fracture ("tooth break") and was found to have smear cervix abnormal ("pap smear"). The patient was treated with surgery (getting hysterectomy next month). At the time of the report, the pelvic pain, abdominal distension, alopecia, tooth loss, dyspepsia, appendicitis perforated, appendicitis, sepsis, vulvovaginal pain, smear cervix abnormal, abscess and tooth fracture outcome was unknown. The reporter provided no causality assessment for abdominal distension with essure. The reporter considered abscess, alopecia, appendicitis, appendicitis perforated, dyspepsia, pelvic pain, sepsis, smear cervix abnormal, tooth fracture, tooth loss and vulvovaginal pain to be related to essure. The reporter commented: this case (B)(4) is linked with main case (B)(4) cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: tooth fracture. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event tooth fracture updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I did medicate myself with pain meds') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("breaks up gas"), alopecia ("hair loss"), tooth loss ("tooth loss"), dyspepsia ("digestive issue"), appendicitis perforated ("appendix rupture right"), appendicitis ("appendicitis"), sepsis ("sepsis"), vulvovaginal pain ("in my vagina has me in serious pain") and abscess ("abscess the size of a coke can") and was found to have smear cervix abnormal ("pap smear"). The patient was treated with surgery (getting hysterectomy next month). At the time of the report, the pelvic pain, abdominal distension, alopecia, tooth loss, dyspepsia, appendicitis perforated, appendicitis, sepsis, vulvovaginal pain, smear cervix abnormal and abscess outcome was unknown. The reporter provided no causality assessment for abdominal distension with essure. The reporter considered abscess, alopecia, appendicitis, appendicitis perforated, dyspepsia, pelvic pain, sepsis, smear cervix abnormal, tooth loss and vulvovaginal pain to be related to essure. The reporter commented: this case (B)(4) is linked with main case (B)(4) cross referenced with plaintiff case number : (B)(4). Most recent follow-up information incorporated above includes: on 15-jan-2020: coding correction done updated event smear cervix abnormal (previously reported as smear cervix). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I did medicate myself with pain meds') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("breaks up gas"), alopecia ("hair loss"), tooth loss ("tooth loss"), dyspepsia ("digestive issue"), appendicitis perforated ("appendix rupture right"), appendicitis ("appendicitis"), sepsis ("sepsis"), vulvovaginal pain ("in my vagina has me in serious pain"), abscess ("abscess the size of a coke can") and tooth fracture ("tooth break") and was found to have smear cervix abnormal ("pap smear"). The patient was treated with surgery (getting hysterectomy next month). At the time of the report, the pelvic pain, abdominal distension, alopecia, tooth loss, dyspepsia, appendicitis perforated, appendicitis, sepsis, vulvovaginal pain, smear cervix abnormal, abscess and tooth fracture outcome was unknown. The reporter provided no causality assessment for abdominal distension with essure. The reporter considered abscess, alopecia, appendicitis, appendicitis perforated, dyspepsia, pelvic pain, sepsis, smear cervix abnormal, tooth fracture, tooth loss and vulvovaginal pain to be related to essure. The reporter commented: this case (B)(4) is linked with main case (B)(4). Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: tooth fracture . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.